Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, heart block occurred. Upon manipulation of the agilis for transseptal puncture, the fluoro was in lao and the septum was not well-visualized on ice. Upon withdrawal of the agilis sheath into the right atrium from the superior vena cava, the device moved anteriorly and made contact with the av node region. Upon correction of the positioning to the more posterior fossa ovalis, the dilator of the agilis scraped on the anterior septum, leading to av block. This av block persisted for approximately 20 minutes, but ultimately resolved on its own. The patient did not have pre-existing left bundle branch block. The procedure was successfully completed with the agilis catheter without further incident after the av block resolved. The patient was stable and discharged following the procedure.